Manufacturer narrative:
D9/9: device returned to field service, date unknown. The device was returned and evaluated, and the investigation for the reported a/c power issue has been completed. Data analysis: imc logs from the complaint occurred date was consistent with the complaint content. Console was booted up successfully, and ac power supply was confirmed to be disconnected before power down the console. Device analysis: console was shipped back to field service (fs) tokyo for investigation. Fs team reproduced the failure mode and recorded as videos. According to fs team and the videos, the beep sound lasted for 22 minutes. At the moment ac power was unplugged, led indicator on console was showing green, indicating the console was not fully shut down for few seconds (yet with dark screen and dimmed softkeys). From the second video, console indicator led dimmed with ac unplugged and batteries engaged. It was speculated that both batteries depleted without ac power (ltlogs unavailable due to short operation time around the complaint date). Fs team temporarily replaced the pbm and performed pm without issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with an unknown primary indication was implanted with an impella for mechanical circulatory support. During support, the automated impella controller (aic) had a power failure and auditory beeping. There was no resolution specified, but there was no reported patient harm.